Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that catheter separation occurred. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 135/10 renegade hi-flo kit was selected for use in a uterine artery embolization. During the procedure, the catheter was flushed with normal saline and upon withdrawing it further, the microcatheter inside the catheter was fractured or fell off. The catheter separated from the guidewire. The procedure was completed with another of the same device. There were no patient complications as a result of this event.